Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted the events of "delayed healing and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing and lymphadenopathy.

Event description:
Patient reported right side "sores under the arm pit", "not healing from anything", and "unable to wear bras because it made their lymph nodes flare up." Patient also reported "chronic mucus"; this is not device related. Device remains implanted.